Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise. No additional intervention was reported. No patient consequences were reported.